Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags message that appeared on the display of the home patient's homechoice machine during last fill of her automated peritoneal dialysis therapy. Per initial report, a supply bag fell and became disconnected from the supply line during therapy. The home patient then completed therapy without setting up with new supplies. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.